Event description:
It was reported post implant a gastric band, the patient had a port infection on the (B)(6) 2010 and port was replaced. An endoscopy was performed and it was reported that an inclusion was also observed, every 3 months an endoscopy is performed on the patient in awaiting for a total inclusion. The patient weight loss was not consistent. This clinic is currently involved in legal (B)(4). It was reported that no further information is available at this time.

Manufacturer narrative:
(B)(4): information unavailable. The device was not returned.